Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No display ramping on its own anomaly was noted. The insulin pump has cracked case at the display window corners, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported that the insulin pump experienced a keypad anomaly. The blood glucose reading was 124 mg/dl. The customer stated that when she pressed down on the keypad, the insulin pump kept going without stopping properly. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.